Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5592-45 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with dizziness and bradycardia. An interrogation revealed that the right ventricular (rv) lead had varying threshold and possible loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.